Event description:
Limited information is available. A dialysis facility technician reported that more ultrafiltration (uf) was removed than intended during a patient treatment on a 550 hemodialysis machine. The uf goal as 1.5 kg, however 4.5 kg were removed.